Event description:
The device was used during an implantation of a chemosite procedure. Reportedly, the catheter leaks. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
5/1/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.